Event description:
As reported via the edwards clinical specialist, the patient presented with baseline slow af. The patient had underlying slow atrial fib and post valve deployment, during a transcatheter aortic valve replacement (tavr) procedure, the patient lost all "p" waves and developed a junctional rhythm. The patient's baseline rhythm was restored at the end of procedure, but again developed a slow junctional rhythm in the ICU requiring placement of a temporary pacing wire. The patient received a permanent pacemaker.

Manufacturer narrative:
Per the instructions for use (IFU), arrhythmias, and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities; are known potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty (bav), aortic valve replacement and the use of bioprosthetic heart valves. According to literature review and the valve academic research consortium (varc), the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the procedure. Other factors include underlying heart disease, electrolyte disturbances, and certain medications (i.e beta-blockers, calcium channel blockers). The exact cause for the reported event cannot be confirmed, however, in addition to the procedure itself, the patient's underlying co-morbidities could have contributed to the event. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.